Manufacturer narrative:
The probable root cause is attributed to a fan fault caused by the axes controller, motor (acm) board failure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue on two universal surgical manipulators (usm) and replaced both to resolve the issue. The system was tested and verified as ready for use. Isi did receive the first usm (RMA 302866830100) to perform failure analysis (fa). The usm was analyzed, and the reported failure was confirmed via system logs and replicated in house. The unit was tested on an in-house system in normal mode where it triggered error 1109. A visual inspection was performed and found lots of dust in the axes controller motor (acm) fan. The ac was found to be the root cause of the reported event. The complaint was confirmed by failure analysis. The second usm (RMA 302866830110) was also returned. Fa was able to confirm and reproduce the reported complaint. The unit was tested on an in-house system and triggered errors 1109 ac_2d (acm). Also, the acm fan was over heating due to dust and debris. It cooled after being cleaned. The unit was also tested on the psc fixture test platform (pftp) and passed all tests. Upon further investigation, there was no fluid intrusion or physical damage. The acm fan was consistent with the reported event and is the root cause of this issue.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, error 1109 occurred on universal surgical manipulator (usm) 2. The temperature on usm 2 was higher than normal. A hard power cycle was performed by the site, but the error/issue was not resolved. The procedure was aborted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified after surgical ports were placed. There was no patient harm.